Manufacturer narrative:
Per the clinic, the patient underwent a revision surgery to replace the internal magnet under general anaesthesia.

Event description:
Per the clinic, the patient experienced pain and magnet dislodgement during an MRI (specific date and strength not reported). Subsequently, the patient underwent a revision surgery on (B)(6) 2025. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.